Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that coil detachment occurred. The patient was in a supine position and underwent a left renal artery aneurysm procedure located in the right femoral artery. The artery was punctured with a micro-puncture needle inserted into a 4f short sheath. The catheter was inserted into the abdominal aorta at the 12th thoracic vertebra level. A non-boston scientific catheter was used to check on the left renal artery opening where the guidewire was followed into the distal end. A single curved catheter and hydrophobic-coated guidewire were replaced. The guidewire and the tip of the catheter were inserted into the aneurysm body and the catheter position was confirmed by hand angioplasty. A 6mm x 10cmm, 4mm x 15cm, 4mm x 10cm, and 5mm x 15cm interlock-35 coils were sent for deployment. During the procedure, the 4mm x 10cm coil was released inside the catheter. The physician replaced it with a 6mm x 10cm coil. The embolization process was smooth and successful. After the procedure, the aneurysm was confirmed by angiography to have disappeared. There were no complications reported, and patient was returned to the ward safely. However, returned device analysis revealed a detached coil at the arm section.

Manufacturer narrative:
E1 - intial reporter facility name: (B)(6) university. Device evaluated by MFR.: device was returned for analysis. Visual inspection revealed the main coil was bent and stretched at the coil arm, primary coil and zap tip section, also was detached at middle section, moreover the arm coil and the zap tip were detached. The functional inspection could not be performed due only the main coil was returned. The outer diameter (od) of the main coil and primary coil od passed the dimensional inspection.